Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The blood glucose level at the time of the incident was 42 mg/dl. Customer¿s current blood glucose level was 103 mg/dl. Customer was treated with pepsi bottle and peanut butter cracker. It was unknown that customer was using auto mode or not. Customer experienced symptoms such as sweating, palpitations and mental confusion. Customer stated they did not feel ok to troubleshoot for low blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.